Event description:
Event description cpi received information that the patient was in for a regular follow up appointment and complained of feeling 'thumps' in the chest recently. Interrogation of the implantable cardioverter defibrillator (ICD) revealed the device was in 'fallback' mode.